Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went 15-40% battery life within a minute multiple times. The customers blood glucose level was (79 mg/dl). During troubleshooting with tandem technical support, review of pump data indicated pump battery life increased and decreased 40% without charging the pump. It was indicated that the customer would use manual injections as alternate insulin therapy.